Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on behalf of the patient on (B)(6)2015, to report that on (B)(6) 2015, during sensor deployment the needle broke off in the patient's abdomen. No additional event or patient information is available.